Manufacturer narrative:
The investigation is not yet completed; investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported the device shut down during intubation. The procedure was completed with a different device with no delays. No negative impact in state of health reported.